Event description:
It was reported that the lead was explanted due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the lead tip measuring 48.8cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.4-12.7cm from the distal tip. Internal insulation abrasions under the rv shock coil were noted at 5.6-5.7cm, 5.9-6.0cm, 6.1-6.2cm, and 6.4-6.5cm from the distal tip. The etfe coating was intact at these locations.